Event description:
Smoke appeared from a switchpoint infinity 2 router within an operating room of a medical facility. This type of issue poses vulnerability to the health of patients, users, and any other nearby parties. This event occurred during the preparation period for surgery. There were no patients or users affected, and there were no adverse consequences as a result of this event.

Manufacturer narrative:
There was no patient involvement associated with this event. Therefore, this information is not applicable. There is no established expiration date for this device. The switchpoint infinity 2 is not an implantable device. The switchpoint infinity 2 is not an explantable device. The switchpoint infinity 2 is not a single use device. The switchpoint infinity 2 is not a single use device. Evaluation summary: smoke appeared from a switchpoint infinity 2 router within an operating room of a medical facility. This type of issue poses vulnerability to the health of patients, users, and any other nearby parties. This event occurred during the preparation period of surgery. There were no patients or users affected, and there were no adverse consequences as a result of this event. Though there was reported smoking from the device, there were no flames seen. For safety assurance, the device was sprayed with a fire extinguisher. During usual and proper working condition, the device is housed in a docking station. After this event, the entire right panel of the docking station was removed for ventilation purposes. On 01/13/2010, the quarantined unit was received, and preliminary investigation was conducted by the research & development (r&d) and quality teams. The unit was relocated to a secure r&d area for further investigation. It has been determined that a specific board where an electrical short occurred led to a system failure. All further investigation will be documented in recently opened corrective and preventative action (CAPA) (B)(4) . A replacement switchpoint infinity 2 router was shipped and installed for the customer. The new system has been tested and ensured to meet product specification. (B)(4)